Event description:
An endurant iis bifurcated stent graft system was implanted during an endovascular procedure for the treatment of a 50mm abdominal aortic aneurysm.  It was reported the patient returned for a follow-up CT where a type I endoleak was observed. The physician implanted heli-fx endoanchors to treat the endoleak 3 days later. 14 endoanchors were places in the proximal portion of the graft to seal the endoleak. The endoleak persisted after endoanchors were implanted. As per the physician the cause of the endoleak cannot be determined. No additional clinical sequalae was provided and the patient will be mornitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.